Event description:
The duett sealing device was deployed following an interventional procedure via a 7 fr sheath in the right common femoral artery. The puncture site was located above the inguinal ligament (precaution in duett instructions for use). Following the deployment, the patient experienced pain and hypotension. A CT scan confirmed a retroperitoneal bleed. Treatment consisted of surgical intervention, which resolved the event for a short period of time. The patient then experienced a decrease in blood pressure, total system failure and the patient expired.